Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation related to the reported event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 4 of 5 mdrs filed for the same patient (reference 1825034-2012-02682 / 02683 & 1825034-2013-02894 & 2014-00771/-00772).

Event description:
Legal counsel reports a bilateral patient underwent right total hip arthroplasty (B)(6) 2003 and left total hip arthroplasty (B)(6) 2004. Subsequently, patient alleges revision of left hip on (B)(6) 2008 and the right hip on (B)(6) 2011 allegedly due to pain, discomfort, soreness, dysfunction, and loss of range of motion. Review of patient operative notes indicates the left hip revision on (B)(6) 2008 was due to metallosis and loosening of the cup. The head and cup were removed and replaced. Operative notes indicate the right hip revision on (B)(6) 2011 was due to loosening of the cup. The head and the cup were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.